Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the protective plastic covering on the tibia got caught under the posterior condyles of the femur. There was a four minute surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there were no adverse consequences that affect the patient. The affected side of the patient was the left knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150660005, work order (B)(4) was manufactured on 02-apr-2021. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 2 non-conformances associated with this lot: (B)(4) is related to go-nogo m5 x 0.8 6h screw plug thread gauge that failed calibration for damage on the front end on the gauge. It was determined under the nr that even though the gauge failed calibration, the parts would have still been gauged correctly. There is no correlation between this non-conformance and the failure mode of the complaint. Ais related to m10 spiralock thread go gauge that failed calibration for being below tolerance. It was determined under the nr that even though the gauge failed the calibration, the parts would have still been gauged correctly.